Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was in the cx. The lesion was pre-dilated and the 2.5 x 18 mm promus stent delivery system (sds) was advanced, but it failed to cross so the sds was removed. Additional pre-dilatation was performed and the sds was delivered again. The patient began experiencing chest discomfort. An attempt was made to deploy the stent at 5 atm for 10 seconds, but the stent did not deploy. The sds was removed from the patient and the stent was observed to have dislodged and was crushed on the shaft. The procedure ended with deployment of three stents from another company, the patient still had chest pain, but the EKG results were good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast (crystallized) in the balloon and inflation lumen. The stent implant was returned partially dislodged from the balloon. The distal end of the stent implant was stationary on the proximal end of the balloon at the proximal marker band. The distal end of the stent implant was mangled. The proximal end of the stent was located on the distal shaft and was stretched and flared. There was no other damage noted to the stent implant. The balloon was returned loosely folded with crimp marks visible between the markers. There was a tear in the inner member, for a length of 8mm distal to the guide wire exit notch. There was a bend in the outer member and hypotube (bayonet) at the guide wire exit notch. There were two bends in the hypotube 36cm and 49cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The distal and proximal measurements could not be measured due to the damage noted. The middle measurements could not be measured due to the damage noted to the distal and proximal ends of the stent implant. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.